Event description:
It was reported that during the implant procedure, initially the lead had been positioned but sensing and threshold were not optimum. The lead was then repositioned again. However, in the process of retracting the lead, the lead¿s helix would not fully retract despite of many turns made in anti-clock wise manner. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis of the lead was performed and the distal conductor of the lead was extrinsically over-rotated, the connector was extrinsically damaged, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically compressed and visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix compressed and damage to the connector.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).